Event description:
It was reported that during a thrombectomy and atherectomy procedure from the right lower limb to the superficial femoral artery via the left six-french tumbled mountain sheath approach, the catheter allegedly could not be taken out from the body within the distal end of the sheath tube. It was further reported that the catheter still could not be removed successfully. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user provided report and images contain information regarding catheter retraction problem. After review of the provided images helix break was investigated. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure from the right lower limb to the superficial femoral artery via the left six-french tumbled mountain sheath approach, the catheter allegedly could not be taken out from the body within the distal end of the sheath tube. It was further reported that the catheter still could not be removed successfully. There was no reported patient injury.